Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer does allege pump was under delivering and experienced high blood glucose. The customer¿s blood glucose level was 33.0 mmol/l. The customer was treated with manual injection. The customer's other blood glucose was 29.6 mmol/l. The customer did experienced the symptoms such as dehydrated and tired. Customer also states that insulin pump had insulin flow block alarm. Customer states that event was resolved by changing infusion set. Customer was assisted with displacement test and it was passed. Customer states that they treat for low blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.